Manufacturer narrative:
(B)(4). Date sent: 11/26/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not recognized, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: could you please provide the device lot#/batch#? Added as serial number. How was the product purchased? (B)(6). Based on the packaging, is there any indication of which market the original genuine product may have come from? No was the device used on a patient? If so, was there any patient consequence? No investigation summary: an analysis of the product could not be performed since photo was not received for evaluation. However, a DHR review was performed on the lot provided, and lot number 753a46 associated with the product code gst60g was not found in the quality tracking system. Based on the lot reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence reported. No additional information provided.